Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump was not translating the sensor information properly. The blood glucose reading was 38 mg/dl, compared with the sensor glucose reading of 124 mg/dl. The customer stated that he had already treated for the low blood glucose before calling. He declined troubleshooting and requested replacement of the insulin pump. Nothing further reported.